Event description:
It was reported to philips that the heartstart mrx defibrillator exhibited an expired co2 calibration error. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart mrx defibrillator, indicating that the co2 calibration had expired. There was no reported patient impact or injury. Available details indicate that the non-invasive blood pressure (nibp) was calibrated. Multiple good-faith attempts to gather more information about the customer problem and resolution for this complaint were unsuccessful. The device status remains unknown due to a lack of response. Based on the information available, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.